Event description:
This lead was explanted due to fracture. Lead was unable to pace or sense. Lead was not replaced as patient has not been ventricularly paced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several damages such as cuts in the insulation and deformations of the outer conductor coil. The inner conductor coil was found elongated, the lead tip was found pulled out of the lead body and the fixation anchor including the tines was missing. It is reasonable to assume that these damages resulted from tensile forces applied during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.